Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported his blood glucose, carbohydrate intake and insulin history is as follows: time: 7:05 pm; bg (mg/dl): 206; cho (g): 44; bolus (u): 13.8; time: 7:41 am; bg: 489; cho: 44; bolus: 16.95; time: 1-2 hours later; bg: 588. The pod was deactivated and he decided to go to the hospital. Upon arrival they placed him on intravenous therapy of fluids and insulin. He stated that he also has issues with his vitals and had to stay in the hospital for the next 2 days before being released.